Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "progression of disease".the previous tornier affiniti stem and tornier eh2 head were removed. Tornier aequalis adjustable reversed device was implanted without incident.